Event description:
Pulled out the tampon, there is the plunger- vagina [foreign body in reproductive tract] applicator plunger inside vagina on the string [complication of device insertion]. Case description: consumer reported via e-mail that when she removed the tampon, the plunger came out too. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pulled out the tampon, there is the plunger- vagina [foreign body in reproductive tract]. Applicator plunger inside vagina on the string [complication of device insertion]. Consumer reported via e-mail that when she removed the tampon, the plunger came out too. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 07/27/2021. An investigation is in progress for returned product received on 8/9/2021.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pulled out the tampon, there is the plunger- vagina [foreign body in reproductive tract]. Applicator plunger inside vagina on the string [complication of device insertion]. Consumer reported via e-mail that when she removed the tampon, the plunger came out too. No serious injury reported.